Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the director, clinical engineer that while in the cath lab, the intra-aortic balloon (iab) was prepped & the md inserted the super arrow-flex (saf) sheath into the pts' femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck. The md removed the iab & saf sheath as one unit. Another iab was used with a teflon sheath. The md was able to insert the second iab over the same spring wire guide (swg) & through the teflon sheath without difficulties. The delay in therapy was noted as "only the time it took to open a second iab, prep it & insert it through the teflon sheath." There were no reported pt complications. The pt outcome is listed as fine. There is no more info available per the director, clinical engineer.